Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Remote monitoring noted an alert that the patient's implantable cardioverter defibrillator would not transmit. An error was noted. The patient was brought in to clinic on (B)(6) 2018 and a device download was performed successfully. The patient was stable throughout.